Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an a-flutter right side procedure, when the thermocool catheter was removed from the patient in order to reposition (no rf had been applied) the catheter was noted to have a "loose piece of plastic, thin like saran wrap" hanging from the tip. The physician opted to utilize a new catheter. There was no harm to the patient reported. Upon further follow-up, it was stated that this condition was not noted prior to use of the catheter. The physician felt that the "loose piece of plastic, thin like saran wrap" hanging from the tip was still securely attached to the catheter tip. There was no difficulty encountered in removing the catheter from the patient.

Manufacturer narrative:
(B)(4). It was reported that when the thermocool catheter was removed from the patient in order to reposition (no rf had been applied) the catheter was noted to have a "loose piece of plastic, thin like saran wrap" hanging from the tip. The physician opted to utilize a new catheter. There was no harm to the patient reported. Upon receipt of the complaint catheter, it was visually inspected and was confirmed that the foreign material was covering the tip section. A cut was also observed under the catheter's electrode #4. Regarding the foreign material, it was removed and sent for ftir testing. The infrared spectroscopy showed that the ir spectra obtained is primarily of biological composition, components such as proteins, lipids and nucleic acids were found. It is suggested that this material has a composition similar to that found on human tissue. As for the cut under the catheter's electrode #4, no blood was found in the cut suggesting the damage could have occurred outside the patient's body. The cut seemed to be made by a sharp object, but the exact cause of the cut could not be conclusively determined. The investigation indicated that it is unlikely that these issues could come from the manufacturing process and released to the customer in this condition. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.